Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. However, an analysis was concluded based on the received photo of the complaint device. Media inspection shows an angiography where it can be seen a part of the device stuck inside the patient. This can be related to the reported issue of "guidewire difficult to remove".

Event description:
It was reported that the patient died. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A rotawire drive and a 1.50mm rotapro were selected for use. During the procedure, the burr was advanced with a speed of 160k rpm. However, it became stuck in the lesion and could not be removed. Nitro was attempted. But resolution was not found. An attempt to wire next to the burr was made, but the wire wound not advance. A ping pong technique was attempted with a guide and balloon, with no resolution. The rotawire was pulled back to the burr and pulled, causing a grade f, non-flow limiting proximal dissection. The attempts also cause a perforation in the mid vessel, which was treated by a pericardial tap. Additional patient complications included a pericardial effusion, hemorrhage, cardiac tamponade and ventricular tachycardia. The burr and wire could not be removed and the patient was sent for an open-heart surgery to remove the burr and place a graft. The patient was stabilized using levophed, neo and vasopressin. The patient died the following day.

Event description:
It was reported that the patient died. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A rotawire drive and a 1.50mm rotapro were selected for use. During the procedure, the burr was advanced with a speed of 160k rpm. However, it became stuck in the lesion and could not be removed. Nitro was attempted. But resolution was not found. An attempt to wire next to the burr was made, but the wire wound not advance. A ping pong technique was attempted with a guide and balloon, with no resolution. The rotawire was pulled back to the burr and pulled, causing a grade f, non-flow limiting proximal dissection. The attempts also cause a perforation in the mid vessel, which was treated by a pericardial tap. Additional patient complications included a pericardial effusion, hemorrhage, cardiac tamponade and ventricular tachycardia. The burr and wire could not be removed and the patient was sent for an open-heart surgery to remove the burr and place a graft. The patient was stabilized using levophed, neo and vasopressin. The patient died the following day.